Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented with a rhythm that the physician determined was a slow ventricular tachycardia (vt). A burst of commanded anti-tachycardia pacing (atp) was delivered, followed by burst of device driven atp, resulting in the rhythm accelerating into ventricular fibrillation (vf). Then, this device successfully delivered a shock and converted the rhythm. Technical services (ts) was contacted and analyzed the episode data and noted the device appeared to be operating as programmed. This ICD remains in service. No additional adverse patient effects were reported.